Event description:
Customer reported that the date and time set in their freestyle freedom blood glucose had changed spontaneously. Customer also reported to be a user of the precision link data management system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been notified through the letter.